Manufacturer narrative:
Insulin pump was received with smashed lcd glass. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to damage lcd glass. Insulin pump had broken off end cap, cracked battery tube threads, broken case at reservoir tube, cracked reservoir tube lip, damaged address/serial number label, damaged motor and broken trace on interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and customer was hospitalized due to car accident. The customer's blood glucose at the time of incident was over 415 mg/dl and due to insulin pump broken and no insulin delivery was there blood glucose was 425 mg/dl. It was also reported that the insulin pump was damaged in car accident and battery chamber bottom was damaged. The customer treated high blood glucose with shots. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.